Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was 103mg/dl. Insulin deliveries were resumed and no additional occlusion alarms occurred. Tandem technical support (cts) informed the customer how much of the correction bolus had been delivered. The customer was to deliver the remainder of the correction bolus. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Additionally, it was reported the customer experienced a bg level of 52mg/dl due to delivering the remainder of the correction bolus causing insulin to stack. Carbohydrates were consumed to address the bg level.